Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark without turning on. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.